Event description:
It was reported that cadd solis vip pump has pca dose button stuck, during testing. No patient involvement.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Event history log was reviewed and the error was found multiple times. The customer stated problem was duplicated. There was a pca dose cord button stuck just upon powering up the device. Keypad was replaced. The cause of the reported problem could not be determined. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.